Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a built-in precision reader. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). In response to the unspecified low sensor values, the customer consumed sugar-containing foods, including ice and pizza. Subsequently, the customer experienced hyperglycemia, which was confirmed by an unspecified blood glucose test on (B)(6) 2026, at approximately 6:15 p.m. As a result, the customer administered a correction dose of 5 units (iu) of novorapid insulin there was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 56 mg/dl was compared to a built-in precision meter result of 260mg/dl. The length of sensor wear was 10 days. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.